Event description:
It was reported that the customer was hospitalized the weekend of (B)(6) 2015 due to low blood glucose levels. The customer was in the emergency room. The customer was still unaware of whether or not the insulin pump had a malfunction. The customer also reported a low blood glucose episode the day prior while at school. The customer treated the low blood glucose with pop tarts and peanuts. Advised customer to discontinue use of the insulin pump until troubleshooting could be performed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.